Event description:
It was reported patient was implanted on an unknown date with epoca stem, head and eccenter for a proximal humerus fracture. Patient returned to surgeon, unknown date, complaining of pain and it was determined the rotator cuff was deteriorating. Patient returned to operating room on (B)(6) 2012, hardware was removed. Patient was revised to a reverse shoulder implant system. No additional information available at this time. This is 3 of 3 reports.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received. Additional information has been requested.